Event description:
Family member reported pt was admitted as an inpatient to a hospital due to high blood glucose. Advised to troubleshoot pump, but the family member refused and wanted to have the pump replaced.